Manufacturer narrative:
The product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and blood leakage in hemostatic valve occurred. It was reported that during the operation, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury report. The sheath was being used on the patient at the time of incident. The brim cap did not detach from the sheath and no air entered the patient.

Manufacturer narrative:
It was reported that during the operation, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury report. The sheath was being used on the patient at the time of incident. The brim cap did not detach from the sheath and no air entered the patient. Device evaluation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, a blood leakage was observed, a manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).